Event description:
Per incident report, ¿pt seen in clinic after calling emergency vad pager overnight to report problem with vad equipment. Pt states about 11 30 pm the night prior while on his vad mobile power unit (ac power), he touched a polyester blanket and experienced an electrostatic discharge at which time both his heartmate 3 pocket controller and mobile power unit began alarming. Pt states he immediately changed power source to battery power at which time the mobile power unit to be non-functioning. Pt moved the mobile power unit to a different outlet with the same results. Pt contacted the vad team and was instructed on safe sleeping with batteries and that he would be contacted in the am to come into clinic for evaluation of equipment. On evaluation, heartmate 3 vad and pocket controller appear to be in working order. On interrogation it appears pt went to mobile power unit at 2324 on (B)(6) 2018, at 2329 had low voltage alarm twice about 2 seconds apart then no external power alarm 2 seconds later. Pt's mobile power unit was evaluated and found to be nonfunctioning as reported by pt. Aa batteries were replaced and cord was exchanged and unit remains nonfunctioning. Therefore it is medically necessary to replace this mobile power unit sn-(B)(4) and locking ac power cord ln 197766. These were replaced today with mobile power unit sn (B)(4) and locking ac power cord ln 6510117. These items will be sent to manufacturer for evaluation¿.